Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anal sphincter stimulation. It was reported that patient underwent tah/bso on (B)(6) 2009 due to pelvic pain and bilateral adnexal masses.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 03/30/2016. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with cystoscopy, simple catheterization, overlapping anal sphincteroplasty and perineoplasty due to sui and anal sphincter with fecal incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring.(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.